Manufacturer narrative:
Product was returned and evaluated. The evaluation identified that there did not appear to be any gross damage on the bearing surfaces, with the exception of a couple of marks close to the rim of the shell which were probably due to damage from the extraction procedure. It is impossible to determine the causation for such loosening of the shell with the evidence supplied.

Event description:
It was reported by the hospital that the patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently the patient was revised on (B)(6) 2013 due to loosening and pain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.